Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarm was confirmed via analysis of the submitted log files. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. The log files captured a backup battery fault alarm due to the backup battery not passing the load test at 13:57 and 13:59 on (B)(6) 2025. There were no other remarkable events found within this log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The IFU section 2, entitled ¿system operations¿ and the patient handbook section 2, entitled ¿how your heart pump works¿ explain the operation of a system controller exchange. This section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault, low power advisory, and power cable disconnect alarms. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their battery clips, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having multiple emergency backup battery (ebb) faults. Log files captured ebb faults starting (B)(6) 2025 at 13:57 then resolved and then occurred again at 13:59. System controller was then exchanged on (B)(6) 2025 at 16:12. The faults resolved.